Event description:
The customer stated they were receiving questionable results for ion selective electrode (ise) sodium on their modular analytics core (serial number (B)(4)). For this event, 15 corrected reports were issued for ise results. Of those, the customer provided sodium data for seven patients, 5 of which were discrepant and reported outside the laboratory. All results reported in mmol/l. The first patient's initial sodium result was 154. The repeat result from the same core analyzer was 144. The second patient's initial sodium result was 118. The repeat result from the same core analyzer was 141. The third patient's initial sodium result was 142. The repeat result from an integra analyzer was 131. The fourth patient's initial sodium result was 146. The repeat result from an integra analyzer was 138. The fifth patient's initial sodium result was 131. The repeat result from an integra analyzer was 124. There were no allegations of any adverse affects to the patient as a result of this event. No patients were treated based on the erroneous results. The field service representative determined the cause of the event was a mechanical failure of the diluent valve. He replaced the valve. Calibration, quality control and performance testing were performed successfully. The analyzer was performing to manufacturer's specification.